Event description:
During a routine device exchange, it was noted that the parylene coating was visually observed to be peeling away from the device. The device was successfully explanted and replaced. The patient was stable.